Manufacturer narrative:
(B)(4). The material number has been updated. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - info not provided could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.